Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: during set-up the circuit did not pass the leak test. The customer reports that the circuits are leaking from the drain cup. No pt injury reported.